Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in the endovascular treatment of a 70mm of thoracic aortic aneurysm. It was reported that during the index procedure, when the surgeon was passing the delivery system up into the proximal thoracic aorta up to the carotid it was noted the anatomy was very tortuous with several u-turns. It was very difficult for the surgeon to get the device up into the thoracic aorta. A lot of friction had built up in the delivery system. The surgeon went to deploy the graft. The blue hand piece just spun and the sheath covering the graft would not come back. The surgeon removed this stent graft out of the patient and instead was able to implant a shorter device successfully. As per the physician the cause of the event is anatomy. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the device returned with a gap of 1.95cm from the front grip to the external slider. The tip capture release handle was in the home position. Kinks and twisting were visible along the graft cover extending to 51.1cm from the tip. The graft was partially deployed. Three (3) of the free flo stents had released from the tip capture mechanism. It was not possible to retract the graft cover using the external slider or trigger due to the twisting to the cover. The reported deployment and positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.